Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead exhibited sensing issues and high impedance measurements. The lead position was checked and tested with a different cable but the issues remained, so the physician suspected a lead issue. The lead was no longer used and replaced. The patient was in stable condition before, during and pots surgery.

Manufacturer narrative:
Final analysis found normal lead characteristics.